Manufacturer narrative:
Section information references the main component of the system and the other applicable components are: product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2001, product type: extension; product ID: 3888-28, lot# l59665, implanted: (B)(6) 1999, explanted: (B)(6) 2001, product type :lead .

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) indicated for failed back surgery syndrome. It was reported that the patient had previously fallen down and ¿ripped¿ all of the wires out and they had to replace them. The patient thought it was in 2001 but couldn t remember that far back.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.